Manufacturer narrative:
(B)(4). The access port connector associated with this report was not returned with lap-band by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Gastroesophageal reflux, band intolerance and hernia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of intolerance as follows: it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight began have been reported after gastric restriction procedures." Device labeling addresses the reported event of a hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: hernias, including hiatal hernias.

Event description:
Health professional reported "band explanted due to increased gastroesophageal reflux/band intolerance. Also the repair of sliding chronic hiatal hernia." Health professional has declined to provide additional info.